Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 0.100 iu/l and the repeat result was 13692 iu/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 28429200. The expiration date was requested but was not provided. The field service representative changed the sample probe, liquid level detection printed circuit board, and the pressure sensor.

Manufacturer narrative:
The customer stated they had an additional questionable result on (B)(6) 2018. The initial result was < 0.1 ui/ml. The repeat result on (B)(6) 2018 was 2035 ui/ml. Information concerning if any erroneous result was reported outside of the laboratory or if the patient was adversely affected was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause but the issue appeared to have been resolved by the service actions.